Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reports having nausea. The patient reports being unsure if the cannula had been properly inserted at the pod infusion site at initial activation. Once at the hospital emergency room the the patient had an x-ray administered. The patient was treated with intravenous fluids as well as manual insulin injections. The patient was at the emergency room for 2.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.